Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels above 500 mg/dl. The cause of the high bgs is unknown. Reportedly the customer would resolve the issue by delivering a bolus or administering a manual injection. On one occasion the customer had ketones that were considered dangerous but did not go into diabetic ketoacidosis (dka). The customer was instructed to consult with the healthcare provider regarding bg level.